Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, buckling was noted on the cable and image was noted to be cloudy. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center, indicating the camera head did not have image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the phenomenon occurred because charged coupler device (ccd) unit temporarily malfunctioned due to buckled cable and water leakage. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
B3, b5 - additional information has been confirmed and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of no image being displayed could not be identified, nor could the phenomenon be confirmed. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received revealed the image failure occurred prior to the procedure, which was undergone for treatment, and the procedure was successfully completed. The subject device was replaced with another company¿s camera head owned by the facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided on the initial report. The following section was corrected: h8. Based on the results of the investigation, it was determined that the phenomenon occurred because the charge-coupled device (ccd) unit temporarily malfunctioned due to buckled cable and water leakage. Olympus will continue to monitor field performance for this device.